Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was unable to verify the amount of insulin remaining in the cartridge. Blood glucose level was 433 mg/dl. Reportedly, additional insulin was added to the existing cartridge and the load process was completed successfully.